Manufacturer narrative:
Additional narrative: patient identifier and date of birth/age are unknown. Additional product codes for this report include htn. (B)(4). The complainant part has not been explanted. The complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: review location: (B)(4). Manufacture dates: october 19, 2006 - expiration date: september 30, 2015. The review of the device history record (DHR) showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. A review of the sterile control number (scn) records was completed for the reported lot/part number. It was confirmed to be conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibial intramedullary nailing procedure (unknown side) on (B)(6) 2015. An outdated/expired screw (sterile) was passed into the surgical field and implanted. When the surgeon was notified that the implant had expired, the decision was made to leave the device in situ. The procedure was completed successfully with no known delay. The patient was then placed in a swing bed post-operatively, but is reportedly doing ¿fine.¿ this report is 1 of 1 for (B)(4).